Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces, also there was no button error alarm. The insulin pump passed displacement test, operating currents, self test, and off no power test. There was no blank display noted on the device. The device was monitored and found no constant tone during testing. However, the insulin pump was received with moisture damage at motor assembly and electronic assembly. The insulin pump was received with a cracked reservoir tube lip and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not performed. The device was returned for analysis.